Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat chronic limb ischemia. The tip of the ht command guide wire separated during the procedure. The tip was removed via snare from the anatomy. It was noted it took an extra 15 minutes to remove the separated tip; however, the extra time did not cause an adverse effect. Another same size command guide wire was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation and treatment appears to be related to case circumstances of the procedure. Based on the reported intimation, it is likely that the tip became kinked against the anatomy and/or other devices used resulting in the tip separation while in the anatomy. The separated tip was then removed using a snare device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.